Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that during use, no readings were displayed on cardiosave iabp (intra-aortic balloon pump) from EKG. No injury or harm reported to the patient.

Event description:
It was reported by the customer that during use, the cardiosave intra-aortic balloon pump (iabp) ECG was not reading. There was no patient harm.

Manufacturer narrative:
Updated fields : b4, b5, d9, g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, investigation conclusions ), h11. A getinge field service engineer (fse) evaluated the unit and was unable to duplicate problem and no significant error codes in memory. The fse ran the unit with patient mini simulator with no problems. The unit passed all functional and safety test.